Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient saw an 8476 (motor stall) code on his ptm (personal therapy manager). No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the drug in the infusion system was dilaudid at an unknown concentration and dose ("dose is 3.997 "4 times a day I think" then said " 0.350 4 times a day" and "1 time a day at 80 mill") . There was no pump alarm heard and the caller stated that they had not had any magnetic resonance imaging performed. No further complications have been reported.